Event description:
Boston scientific received information that a red alert was noted involving this right ventricular (rv) lead after two months from a box change. The alert was due to a high pacing lead impedance measurements of more than 3000 ohms. The patient went to the out patient clinic and then device¿s impedance measurement check was fine. A boston scientific technical services (ts) analysis showed that the rv lead pin was not properly inserted into the competitor¿s device. The lead was checked fine. In addition, the ts discussed that the device needed to be checked by the competitor. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received that a lead revision was performed. At inspection of the non-bsc device, it was confirmed that this rv lead was not fully inserted in the header of the device. Pulling on the lead had no effect in which the lead was fixed in the header with the setscrew. After unlocking the setscrew, the lead came smoothly out of the header. This rv lead was then inserted to the device header smoothly and was then fixed with the set-screw. Lead measurements were then measured and were within normal values. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that a lead revision was performed. At inspection of the non-bsc device, it was confirmed that this rv lead was not fully inserted in the header of the device. Pulling on the lead had no effect in which the lead was fixed in the header with the setscrew. After unlocking the setscrew, the lead came smoothly out of the header. This rv lead was then inserted to the device header smoothly and was then fixed with the set-screw. Lead measurements were then measured and were within normal values. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.